Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s meter has been returned on 11/18/2014 and evaluated by lifescan product analysis on 11/21/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have one or more of capacitors (c85, c86, c84, c20, c22) shorted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) canada, alleging his onetouch verio iq meter was displaying an error 1 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 7 pm. The patient reportedly manages his diabetes with self-adjusted insulin and he reportedly administered 14 units of humalog insulin at 7 pm that evening in response to not being able to test. The patient claimed that approximately 2 hours after the issue began, he developed symptoms of ¿dizziness, headache and shakiness.¿ it is not known if the patient received any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.